Event description:
The pump was returned by the biomedical engineer for service with the report of failure code 550. Attempts have been made to contact the facility, but no info has been obtained regarding pt injury or medical info.